Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been contaminated and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Bsc reference: a00068063 / 448831

Event description:
It was reported to the boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a bronchoscopy and insertion of tracheobronchial stent procedure on a female patient (age and weight are unknown) on in 2007. According to the complainant, "stent failed to deploy fully from insertion device." The device was removed. Attempted using a larger stent. Unfortunately, this was too large 14mm for patient and to deliver. Patient was returned to thornbury hospital or further procedure and was successfully re-stented a week later.